Event description:
Physician was attempting to treat a lesion in the left anterior descending artery (lad) of the coronary artery using endeavor resolute drug eluting stent. The lesion size was 30mm with 85-90% stenosis and moderately calcified, vessel was moderately tortuous. It was reported that the distal end of the stent was deformed in viivo during positioning in the target lesion. The device was removed from packaging, inspected and prepped prior to use with no issues noted. No resistance was encountered when advancing the device. There was no excessive force used during delivery. The physician does believes the event was due to use of device in difficult lesion morphology/anatomy. There was no injury to patient or clinical sequelae. Evaluation summary: the distal tip was flared. A number of struts on the 4th, 13th and 14th proximal stent segments were slightly raised and deformed. The remaining struts were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (difficult lesion morphology/anatomy). Inherent risk of procedure (stent deformation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (difficult lesion morphology/anatomy). Known inherent risk of procedure (stent deformation device. (B)(4).